Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a delay when attempting to perform a self-test on the power module was confirmed via analysis of the returned power module. The returned power module (serial number: (B)(6) was evaluated by service depot alongside known working test heartmate equipment. The power module was powered on, and the unit booted up; however, upon booting up no visual indicators on the front overlay illuminated. It was then attempted to perform a self-test; however, it was observed that it took several seconds longer than expected for the self-test to initiate. The unit was disassembled to inspect the internal components, and the issue was isolated to the main printed circuit board (pcb). The main pcb was replaced with a known working main pcb and the issue resolved. After replacing the main pcb, a full functional checkout was performed and the unit passed all steps of testing without any issues. The serviced and repaired unit was returned to the customer site after passing all tests per procedure. The damaged main pcb was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned main pcb revealed that the microprocessor was not functioning as intended. The microprocessor is responsible for multiple functions, including powering on the visual indicators, and detecting when a self-test is being requested; therefore, damage to this component would result in the reported and observed issues. The microprocessor was replaced with a known working microprocessor and the issue resolved, isolating the issue to this component. The reported event was determined to be due to a compromised microprocessor; however, the root cause of the component being compromised could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 25sep2022. Battery inspection data was reviewed for the 12v sla backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on 20jun2023. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use (rev. B) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate power module instructions for use (rev. B) under section ¿precautions¿. Section 4.0 ¿power module (pm) backup power¿ describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 instructions for use (rev. C) section 3 "powering the system" and heartmate power module instructions for use (rev. B) under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an unusual delay in starting the self-test. The site reported it taking a few seconds longer to start compared to other units and they suspected a possible button issue.